Event description:
Received information which stated during epidural lead placement for a patient, the physician had a difficult time getting it placed correctly. After a couple tries the technician in the room monitoring the electrogram for the patient's extremities, said he lost all signals to the legs. The physician immediately removed the lead and waited for the signals to return, they did not. Patient began to move extremities while still in the operating room before going into recovery. Patient recovered without sequela.

Manufacturer narrative:
(B)(6): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.